Event description:
Additional information: the cause of death was reported to be patient conditions. It was not thought to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to an unknown cause. No autopsy was performed and the device was not explanted. No further information was provided.